Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the pump seems to be working now. Customer stated that when he sleeps, the pump may get pressed under his left. Customer stated that he cannot use the up and down arrow buttons. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer agreed to return the device.

Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump had moisture on the keypad traces. No button error alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.(B)(4)